Event description:
A report was received that the patient was having charging difficulties. A database analysis indicated no signs of premature battery depletion. During a battery revision, the physician confirmed that ipg had flipped 180 degrees. The physician flipped and sutured the ipg back in place. The patient was reportedly doing well following the procedure.